Event description:
Immediately following the activation of this pt's nucleus cochlear implant pt experienced facial nerve stimulation on all but six of the 22 intracochlear electrodes. Although an x-ray of the device confirmed that the device was appropriately placed within the cochlea, the surgeon recommended explantation followed by reimplantation in 12 months.